Manufacturer narrative:
(B)(4). H3: customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient has a fractured tibial implant and a fractured tibia post implantation. Attempts to obtain additional information have been made; however, no more information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b3, b4, b5, d2, d6b, g1, g3, g6, h1, h2, and h11.

Event description:
It was reported that a patient was revised approximately one year and three months post implantation due to fractured tibia implant.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d2, d9, g1, g3, g6, h1, h2, h3, h6, and h11 visual examination of the returned product identified signs of use (nicked, gouged, scratches, micromotion). The plate is fractured as well as a spike is fractured off and was not returned. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. The device was submitted for further analysis. Analysis determined the fracture surface revealed evidence of fatigue striations at high magnification suggesting that the device fractured due to fatigue. Fatigue striations on the fracture surface appeared to be closely spaced (less than a micrometer), suggesting a low-stress high-cycle fatigue loading on the device. Crack initiation is suspected to be near the medial posterior of the tibial tray and the direction of river lines suggests that cracks appeared to propagate towards osseoti and the lateral anterior of the tibia tray. No un-sintered powder particles were identified on the fracture surface. No obvious anomalies such as inclusions, voids or other defects were observed on the fracture surface, and there were no machining defects or cracks observed on the polished surface near the crack initiation region on the tibia. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: annotated pre-revision CT slices demonstrate an oblique fracture of the medial tibial plateau medially with associated fracture of the tibial plate. Apparent small rounded lytic focus along the fracture line is of uncertain etiology but could relate to early osteolysis. This rounded lytic focus on CT does not appear to be present on x-rays prior to initial tka surgery. However, for ideal comparison, we would need a postop CT for more complete evaluation. We do not have this nor do we have a preop CT. Given the appearance on the postop x-ray, however, the rounded lytic focus appears to have developed after the postoperative period. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. The complaint is confirmed with product return. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.